Event description:
On 03/18/2000, the pt was on an rvad and the ve lvad. After disconnecting the ve lvad system controller for changeout, the nurse was unable to reattach the new controller and the rvad continued to pump with the ve lvad stopped. The pt lost consciousness, and the hosp initiated hand pumping of the ve lvad. There was no air seal and hand pumping of the ve lvad failed. Hospital personnel began hand pumping the rvad in synchrony with the ve lvad. The pt went into cardiac arrest and profound pulmonary edema. The pt was resuscitated and the ve lvad y-connector was found out of position. The y-connector was repositioned, the controller was connected and the ve lvad was restarted with no problems. The hosp reported that the pt awoke the next day with no apparent ill effects from this event. The ve lvad remains implanted for use by the pt.